Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a shocking stimulation and felt a burning, uncomfortable sensation around the implant site whenever stimulation was turned on. The patient also noted a loose wire and believed that these issues were also causing problems with charging. Program optimization was attempted and patient got appropriate coverage. The device remains implanted and in use.